Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: there was no damage or responsiveness issues with the audio bolus button. A leak test suggested that there was a leak in the audio bolus button cover. Contamination was present under the audio bolus button contact. Moisture was found on the internal components of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under responsive. The reporter stated that there was evidence of moisture in the pump. The reporter alleged that this issue caused an under delivery of insulin, but did not experience a blood glucose level over 250 mg/dl. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.